Event description:
I am a 57-year-old female brcal (breast cancer gene 1) positive patient who underwent prophylactic bilateral mastectomy on (B)(6) 2010 with immediate bilateral reconstruction using mentor siltex round high-profile gel implants (ref 354-4600, lot 5993878, left sn (B)(6), right sn (B)(6)). Implants were in place approximately 15 years and 9 months at time of diagnosis. On (B)(6) 2026, I woke up with sudden right breast enlargement, firmness, and warmth. On (B)(6) 2026, ultrasound guided fine needle aspiration drained 360cc of clear yellow fluid from around the right implant. Fluid cytology confirmed cd30 positive breast implant associated anaplastic large cell lymphoma (bia-alcl). Culture was negative ruling out infection. Alk testing confirmed negative, consistent with bia-alcl. MRI completed (B)(6) 2026. Pet scan (B)(6) 2026 showed no focal abnormal uptake, suggesting localized disease. Under care of oncologist dr. (B)(6), (B)(6) medical center, (B)(6), and consultation scheduled with dr. (B)(6) (B)(6) center, (B)(6) on (B)(6) 2026. Explantation with bilateral en bloc capsulectomy pending. Implants placed following prophylactic mastectomy due to brcai mutation. No prior cancer history. Tests ordered by dr. (B)(6) (fluid, cytology, culture, pet) and dr. (B)(6) (MRI), (B)(6) medical center, (B)(6). Mentor siltex textured implants remain on the market in the united states as of 2026 despite a confirmed association with bia-alcl. Unlike allergan biocell implants recalled by the FDA in 2019, mentor siltex implants have not been recalled in the united states. I was diagnosed with confirmed bia-alcl from mentor siltex implants placed on (B)(6) 2010, approximately 15 years and 9 months before my diagnosis. I had no prior cancer history. I am a brcai positive alien! Who chose prophylactic mastectomy to prevent cancer. These implants were placed in me, a healthy woman, to prevent cancer and instead caused it. I only found my diagnosis because I noticed a sudden change in my body and sought care within 24 hours. Had I waited, this could have been missed entirely. Women with textured implants are not being proactively screened, notified, or offered explantation despite years of evidence linking textured implants to bia-alcl. I respectfully urge the FDA to review the continued availability of mentor siltex textured implants and consider whether the evidence now warrants a recall, consistent with the action taken against allergan biocell in 2019. Please register this case in the profile registry. Medical team: oncologist: dr. (B)(6), (B)(6) medical center, (B)(6). Plastic surgeon: dr. (B)(6), (B)(6) medical center, (B)(6). Breast surgical oncologist: dr. (B)(6), (B)(6) medical center, (B)(6). Bia-alcl expert: dr. (B)(6) (B)(6) center, (B)(6). Tests ordered by: dr. (B)(6) ordered fluid aspiration, cd30 cytology, alk staining, culture, and et scan. Dr. (B)(6) ordered MRI. Dr. (B)(6) ordered ldh and complete blood panel. Health effect code: 3263, 4549. Device problem code: 2682. Reference report: mw5190436. This report captures mentor siltex round high-profile gel breast implant(left) #2.